Manufacturer narrative:
The event description stated that the distal tip of the turnpike snapped off in heavy calcification. There was no returned product to evaluate or lot number provided. An investigation could not be completed due to the lack of information. Based in the information provided the most likely root cause is damage during use.

Event description:
Per physician: had a tip snap in a heavily calcified vessel.